Manufacturer narrative:
(B)(4).

Event description:
Patient's mother reported that patient suffered an extreme low, on (B)(6) 2015. Patient was found incoherent by his girlfriend. Patient's girlfriend tried to give patient juice. Patient's girlfriend called 911. Emergency medical technician's (emt) arrived and performed a finger stick (fs) blood glucose (bg) test. Patient's bg was reported to be below 20mg/dl. Emt's administered oral glucose gel. Patient's bg began to rise, and was reported to be within normal limits of patient's target bg. Patient did not require further medical intervention. At the time of contact, patient's mother reported current condition of patient as good. Additionally, patient's mother reported that patient received transmitter shipment on (B)(6) 2015. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.